Event description:
It was reported the balloon could not be removed through the 6f sheath after it was inflated. The system was removed from the pt. No injury reported.

Manufacturer narrative:
The DHR could not be reviewed as the lot number is unk. The sample has been returned; however evaluation has not been completed. Based on the information available to date, the results of the investigation are inconclusive and the root cause is unk.